Event description:
It was reported that the device was found to be unable to operate on ac or battery power and can not recharge the battery due to the connector j1 on dc inlet port being broken. Additionally the pump failed to generate and control negative pressure because the motor was defective and the membrane blocked. No patient harmed, and no injury reported because this was found during service and repair.

Manufacturer narrative:
H3, h6: the device, intended for use in treatment, has been returned for evaluation. A visual inspection reported no defects. The functional evaluation confirmed the device could not generate and control negative pressure, establishing a relationship with the reported event. The root cause was identified to be a defective motor. Additionally, the device was unable to charge or operate on ac power due to a depleted battery and a defective component part on the dc inlet port. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. The complaint history review found further instances of the reported event in the past years. No further actions are deemed necessary at this stage. However, we will continue to monitor for any adverse trends relating to this product range. Smith + nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. B5 updated.

Event description:
It was reported that the device dc-inlet port is broken. Additionally, during service and repair, the pump failed to generate and control negative pressure. No patient involved.